Event description:
Caller reported that cartridge leaked insulin. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller was able to change the cartridge and successfully resume insulin therapy, and the cartridge was recommended for return by technical support.